Event description:
It was reported that on (B)(6) 2023, the patient underwent orif with a nail implant for right femoral shaft fracture. On april 10, 2024, the sales rep received a report from the agency and the surgeon that a patient with a right femoral shaft fracture who was osteosynthesized using the product became a false joint. (B)(6) 2024, the nail implant removal and refixation entailing plate were expected to be performed. No further information is available. This report is for one (1) 9 mm / ti cann frn / gt 360mm / right - sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the reason for the removal procedure was non-union. The revision surgery scheduled to perform on (B)(6) 2024, was postponed. On may 29, 2024, it was confirmed that a secondary fracture occurred, and that 1 distal locking screw was broken off. The revision surgery was scheduled on (B)(6) 2024. This is report 1 of 2 for complaint (B)(4).